Event description:
Invisalign: every time I put in a new set of aligners I have what seems to be a minor allergic reaction - nausea, sore throat, swollen glands, upset stomach. I see there have been previous complaints to the FDA.